Manufacturer narrative:
1038671-2023-02470 the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, loosening and/or due to inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). However, the reported prosthesis wear, loss of range of motion, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Event description:
It was reported that approximately 128 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, loss of range of motion, emotional changes, balance problems, loosening, ambulation difficulties, discomfort, swelling, and pain. No further issues or complications were reported. No additional information is available.